Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported, that the patient received, a "data lost, please contact you clinician" message about a month ago or so. The patient stated, that they went through an airport's security scanners. And that's, what they believe caused the issue, but their clinician was able to get the therapy turned back on and everything was fine. Now, as of last friday, the patient was seeing the same message on their handset. The patient stated, that they were using the bathroom more frequently, prompting them to go into their my therapy app on friday. The issue was unable to be resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.